Event description:
Hosp reported during a procedure, an extravasation (approx 20 - 30 cc) occurred into the pt's right hand. Ice packs were applied to the area. The next day, the pt called stating they had red streaks from pinky and ring finger up towards the elbow. Pt was seen by family physician and put on antibiotics. Last info received, pt is doing well.